Manufacturer narrative:
Initial and final MDR (B)(4) -device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. This emdr is being submitted for an unknown number quantity. It was reported that the patient experienced infusion set tubing leaking event on (B)(6) 2026. The infusion set was in use for only couple hours. The leakage was at the site. Due to leakage patient's blood glucose level was high and was treated with correction bolus via pump. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.